Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the half height drawer was registering as always open due to a stuck solenoid spring preventing inseparable magnet proper engagement. A field service engineer (fse) removed and cleaned the solenoid and plunger assembly, and the spring and washer were realigned. Additionally, multiple cubie pockets in drawer 3.2 were found off the bus; the fse reseated the cubie pockets, removed debris from the cubie trays, reseated the row board and retractor band cables, successfully recovered the storage spaces and tested in diagnostic mode. Customer verified operation through recovery and inventory. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 3.2 had a possible broken retractor band. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.